Manufacturer narrative:
Batch review performed on 24 july 2018. Lot 162414: 40 items manufactured and released on 19 may 2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 32, size s -4, reference: (B)(4), lot 176360:170 items manufactured and released on 22 january 2018. Expiration date: 2023-01-10, no anomalies found related to the problem. To date, 132 items of the same lot have been already sold without any similar reported event. The supplier of the ball head has been informed and on 05 july 2018 they reported that the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect.

Event description:
On (B)(6) 2018 we were informed that patient is dislocating anteriorly, the head dislocated from the liner. Surgeon is going to change the liner orientation and the head offset. é revision surgery performed on (B)(6) 2018. Revision surgery completed successfully.